Manufacturer narrative:
This report is submitted on may 14, 2020.

Event description:
Per the clinic, the patient experienced a skin-flap infection that was treated with IV antibiotics. The device was explanted on (B)(6) 2020. There are plans to re-implant the patient with another device at a future date.

Manufacturer narrative:
This report is submitted on 8 october 2020.